Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by he appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, no; staples in track, no; and trigger engaged with precock, yes. Functional tests & results: cycled instruement, no. Analysis conclusion: based on the inquiry info received and the visual examination, no conclusion could be reached as to how the reported "device jammed" during surgery occurred. The instrument was received empty and with dried body fluids in the cartridge and nose. No functional testing could be performed due to the instrument being returned empty. No deformity could be identified during the evaluation.

Event description:
It was reported the device was used during a hernia repair procedure. It was reported that the device jammed. There was no pt consequence.